Manufacturer narrative:
Pump powered up properly after battery installation. No faded or pixelated display noted. Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for a day and no unexpected fading display, pixelated display, or additional display anomalies noted. Verified the battery tube power connector and all lcd display connections are properly connected and secured during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for partial display anomaly was performed. Customer advised the display was pixelated and would fade away. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.